Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.5x38mm xience alpine stent delivery system (sds) failed to cross. After several attempts to remove the sds for vessel dilatation the sds shaft broke [fractured] in the catheter shaft. There was no adverse patient effects reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Nab1: updated to product problem and adverse event b5: updated, h1: updated from malfunction to serious injury, h6: codes 1069, 2199 were removed; codes 4641, 1562 were added.

Event description:
Subsequent to the previously filed report, it was reported that the xience alpine stent delivery system (sds) failed to cross the lesion due to the anatomy and interaction with previously implanted stents. During removal, resistance was again met with the anatomy and previously implanted stents and the sds shaft separated into two pieces. A non-abbott catheter was used to remove the separated portion with the use of the mother-child technique. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.